Event description:
It was reported that the device presents a level sensor problem; does not detect water presence. There was patient involvement and there was no harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 manufacturer establishment name updated. D3 manufacturing plant address, city, state, country, and postal code updated. D4 primary UDI number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The device was found in normal conditions with no cracks or damage visible. The device was working as expected after a 2-hour long term test run. The temperature setting and alarm limits were within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests and performed as intended.